Event description:
It was reported that during a bariatric procedure, when the surgeon opened the package, he observed the package was opened. The package was not sealed correctly, although the outer package was sealed correctly. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 05/07/2009. Information anticipated, but unavailable at this time.